Event description:
The consumer reported that she wants the device removed because it stopped working for her. The patient stated when she first had the device implanted it worked and was getting some relief from it, but then it stopped being beneficial and became almost irritating. The patient reported that the device became more irritating than it was a relief and she noticed a burning sensation in the implant area. The patient had her daughter check the implant area and the waist band of the patient's pants had rubbed the skin off. The patient could feel the implant so close to the surface of the body and reported that it was uncomfortable and painful. The indication for use was other pain indications other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.